Event description:
Customer's wife reported blood glucose results of 181 mg/dl, 42 mg/dl, and 167 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms or treatment relative to this discrepancy. A request was made for the return of the system, replacement was sent.